Event description:
It was reported the pt underwent an orthopedic spine procedure. During the procedure the pt's intrathecal catheter was cut. Subsequently, in 2009, the pt's narcotics were withdrawn from the pump and the pump was filled with preservative free normal saline. Six days later a new spinal segment of catheter was placed and attached to the existing pump and existing proximal segment of catheter. The original spinal segment of catheter remains in the pt's intrathecal space as it was not possible to extract it. Since the pt had been receiving normal saline through the pump, no changes were made to the programming of the pump. The pt was to follow up with their managing pain physician to get narcotic placed back in the pump.